Manufacturer narrative:
An investigation has been initiated based on the reported information.

Event description:
The device slipped and cut the patient. The customer also reported a broken dowel pin which holds together the cam rod and cam lever together.